Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd angiocath plus intravascular catheter foreign matter was found on the catheter tip. There was no report of patient impact. The following information was provided by the initial reporter: foreign material found on catheter tip.

Event description:
It was reported while using bd angiocath plus intravascular catheter foreign matter was found on the catheter tip. There was no report of patient impact. The following information was provided by the initial reporter: foreign material found on catheter tip.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-aug-2022 h6: investigation summary two photos and one sample with open packaging were received by our quality team for evaluation. The photos and sample were subjected by visual inspection. It was observed that the needle had pierced through the catheter and a piece of thread-like fiber was on the catheter tip. The foreign matter was sent for fourier transform infrared spectroscopy (ftir) analysis to determine the foreign matter type. The results indicated that the spectrum matches reasonably with polypropylene. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. An extensive investigation was conducted on the potential foreign matter sources ¿ material, machine, and man / environment. For the material, the two key components nearest to the foreign matter location was investigated. The catheter tubing where the foreign matter was located at and the needle cover. If there is foreign matter in the needle cover, it may be transferred onto the catheter tubing during assembly. The catheter tubing is made of polyurethane. The needle cover is made of polypropylene material, it is possible that the polypropylene fibers are introduced onto the catheter tubing from the environment via air turbulence from the machine. Therefore, the catheter tubing is unlikely to be the foreign matter source, but the needle cover could possibly introduce the foreign matter during the needle cover assembly process. For the machine, the entire manufacturing process was reviewed to identify the section of the process that has direct contact with the catheter tubing. At the flaring station, the catheter is in contact with two rubber pads, which hold onto the tubing and move it downwards to assemble to the metal wedge. These are made of neoprene rubber (polychloroprene), which does not match the foreign matter type, therefore, this is unlikely the foreign matter source. All the machines on the production line are fully covered, surfaces that are in contact with the product are cleaned periodically per the cleaning schedule. The white lint-free cloth that is used to clean the machine surfaces is poly(ethylene terephthalate) (pet) which does not match the foreign matter type. As there was no lubricant on the foreign matter surface, the foreign matter was suspected to be introduced after the catheter lubrication process. The related processes after lubrication were reviewed. These stations are fully covered in an enclosed area, with no contact point with the catheter tubing. There is a very short window period for the foreign matter to be introduced, so the risk of foreign matter exposure is low. Therefore, the machines are unlikely the foreign matter source. For the man / environment, the personal protective equipment (ppe) used in the production area were looked into to identify those with similar characteristics of the foreign matter. The hair net, beard cover, and face mask are made of polypropylene but are white in color instead of transparent. Therefore, this is an unlikely foreign matter source. Based on this investigation, a potential foreign matter source could be from the needle cover. It is possible that it could be introduced onto the catheter tubing from the environment via air turbulence from the machine. However, there is an extremely low chance of occurrence for the polypropylene foreign matter to drop onto the catheter tubing. H3 other text : see h10